Event description:
I used fixodent and polygrip from 2002-2009 even now. I still have numbness and tingling. I was diagnosed with neuropathy in 2002. Been tested for zinc, its 450 and copper is 63. Dose or amount: denture cream. Frequency: 2 times daily. Route: oral. Dates of use: 2002 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.